Event description:
Additional information received from the healthcare provider (hcp) indicated a catheter occlusion at the spinal site insertion portion of the catheter (proximal/distal connection). This was confirmed via a catheter dye study done on (B)(6) 2012. "Intermittently partial catheter occlusion due to rotatory scoliosis spine, over pain medication" was stated. A revision was done; it was stated that patient was not hospitalised recovered without sequelae.

Event description:
It was reported that the actual residual volume (approx. 6ml), was less than the expected residual volume (11.3ml). The patient experienced overdose-type symptoms at one point between the refill and went to the ER. Symptoms included lethargy, confusion, and hypotension, anxious/agitated. Patient was admitted to the ICU and was found to be hypotensive while in the ICU. Any other volumes if in the past were not known to the reporter at the time of this report. It was added that the pump was running very slow approx. 0.05 ml/day. Drugs delivered via the device were morphine, clonidine, and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, lot#: n196416013, implanted: (B)(6) 2009, explanted: unk. (B)(4).